Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleged their insulin pump was over delivering. The customer's blood glucose at the time of the incident was 55 to 60 mg/dl. The customer's other blood glucose was 226 mg/dl. The customer reported they have been experiencing high and low blood glucose. The customer treated the low with juice. The customer reported auto mode was not active at the time of the incident. The customer also reported lost senor signal and cannot find sensor signal. The insulin pump will not be returned for analysis.